Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During advancing the 29mm commander delivery system through the esheath, resistance was observed in the iliac access. A dilation of the vessel with a peripheral balloon was performed, and the patient pressure dropped. After a contrast control, an iliac dissection was found. A stent was successfully implanted. It was decided to implant the valve using a new esheath since the first one was slightly twisted due to the tortuosity of the accesses due to the first try. After the procedure, the blood pressure dropped again. In the access control was found a new dissection of the iliac artery. The patient was moved to surgery and an incision in the abdomen was performed to treat the dissection. No other information was provided, and the center did not want to be contacted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
Additional information: g3, g6, h2, h6 the device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. No imagery was provided for review. The reported event was unable to be confirmed based unavailability of the returned device and or applicable imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as per event description the patient presented a tortuous and calcified access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.